Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer removed the cover plate to tighten scanner cradle neck, relocated scanner usb connection to lower location. Upon reboot, the station had a lengthy windows update to apply. After the update, the scanner seemingly worked as intended and ejected all the cubies, unseated and reseated all connections at rear cabinet, row boards of drawers 2.1 and 2.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter e-mail:(B)(6).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a drawer will not open. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.